Manufacturer narrative:
The device was not returned to manufacturer. As a result, the reported incident cannot be confirmed. G1-2 contact name was updated, h6 method code was updated to 4114, h6 results code was updated to 3221, h6 conclusions code was updated to 67.

Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the user was made aware that the sensor has to be removed due to early sensor retirement.